Event description:
Pt stated one of the legacy pump powers down after priming with alert "lost power while on" and once its turned back on it stays powered on. It happened consecutively twice, yesterday and today. No other information known. Product fault occured at start of the use of new change. Product issue did not cause any clinical injury. Actual device is available to be returned for investigation. Device was replaced with return box for malfunctioning device. Dose or amount: 39nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to ongoing.